Event description:
The patient presented to the emergency room (ER) with skin irritation allegedly caused by the zio monitor. The patient informed irhythm that they experienced itching and redness at the monitor site. At the ER the patient was diagnosed with hives, administered a steroid injection, and was prescribed a topical cream. Despite the reaction the patient continued to wear the device. Irhythm advised the patient to remove the monitor.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for the 10 of the 14-day prescribed wear period. The patient has no history of reactions to medical adhesive or sensitive skin. The exact cause of the reported event cannot be determined. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.